Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] . Lumbar pain and sacroiliac pain that became chronic [lumbar pain] . Lumbar pain and sacroiliac pain that became chronic [sacro-iliac pain] . Haemorrhage [genital haemorrhage] . Abdominal pain that became chronic [chronic abdominal pain] . Diarrhoea that became chronic [chronic diarrhea] . Hypothyroidism [hypothyroidism] . Otorhinolaryngology problems: meniere's disease [meniere's disease] . Labyrinthine hydrops [labyrinthine hydrops] . Nystagmus [nystagmus] . Hearing loss [hearing loss] . Tinnitus [tinnitus] .. Dizziness [dizziness] . Chronic tiredness [tiredness] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 16-dec-2024. The most recent information was received on 22-dec-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 37 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008 she experienced pelvic pain (seriousness criterion intervention required), back pain ("lumbar pain and sacroiliac pain that became chronic"), sacral pain ("lumbar pain and sacroiliac pain that became chronic"), genital haemorrhage ("haemorrhage"), abdominal pain ("abdominal pain that became chronic"), diarrhoea ("diarrhoea that became chronic"), hypothyroidism ("hypothyroidism"), meniere's disease ("otorhinolaryngology problems: meniere's disease"), endolymphatic hydrops ("labyrinthine hydrops"), nystagmus ("nystagmus"), deafness ("hearing loss"), tinnitus ("tinnitus"), dizziness ("dizziness") and fatigue ("chronic tiredness"). Essure was removed on (B)(6) 2024. The patient was treated with luteran (chlormadinone acetate) and levothyroxine (levothyroxine sodium) as well as surgery (to remove essure). At the time of the report, the pelvic pain, back pain, sacral pain, genital haemorrhage, abdominal pain, diarrhoea, hypothyroidism, meniere's disease, deafness, tinnitus, dizziness and fatigue had not resolved. The outcomes for endolymphatic hydrops and nystagmus were unknown. No causality assessment was received for essure with regard to back pain, sacral pain, genital haemorrhage, pelvic pain, abdominal pain, diarrhoea, hypothyroidism, meniere's disease, endolymphatic hydrops, nystagmus, deafness, tinnitus, dizziness or fatigue. The reporter commented: period of occurrence: from (B)(6) 2008 actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-dec-2024: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female], lumbar pain and sacroiliac pain that became chronic [lumbar pain], lumbar pain and sacroiliac pain that became chronic [sacro-iliac pain] , haemorrhage [genital haemorrhage] , abdominal pain that became chronic [chronic abdominal pain] , diarrhoea that became chronic [chronic diarrhea], hypothyroidism [hypothyroidism] , otorhinolaryngology problems: meniere's disease [meniere's disease] , labyrinthine hydrops [labyrinthine hydrops] , nystagmus [nystagmus] , hearing loss [hearing loss] , tinnitus [tinnitus] , dizziness [dizziness] , chronic tiredness [tiredness] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 16-dec-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 37-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008 she experienced pelvic pain (seriousness criterion intervention required), back pain ("lumbar pain and sacroiliac pain that became chronic"), sacral pain ("lumbar pain and sacroiliac pain that became chronic"), genital haemorrhage ("haemorrhage"), abdominal pain ("abdominal pain that became chronic"), diarrhoea ("diarrhoea that became chronic"), hypothyroidism ("hypothyroidism"), meniere's disease ("otorhinolaryngology problems: meniere's disease"), endolymphatic hydrops ("labyrinthine hydrops"), nystagmus ("nystagmus"), deafness ("hearing loss"), tinnitus ("tinnitus"), dizziness ("dizziness") and fatigue ("chronic tiredness"). Essure was removed on (B)(6) 2024. The patient was treated with luteran (chlormadinone acetate) and levothyroxine (levothyroxine sodium) as well as surgery (to remove essure). At the time of the report, the pelvic pain, back pain, sacral pain, genital haemorrhage, abdominal pain, diarrhoea, hypothyroidism, meniere's disease, deafness, tinnitus, dizziness and fatigue had not resolved. The outcomes for endolymphatic hydrops and nystagmus were unknown. No causality assessment was received for essure with regard to back pain, sacral pain, genital haemorrhage, pelvic pain, abdominal pain, diarrhoea, hypothyroidism, meniere's disease, endolymphatic hydrops, nystagmus, deafness, tinnitus, dizziness or fatigue. The reporter commented: period of occurrence: from (B)(6) 2008. Actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.